Manufacturer narrative:
This report represents the implant that was involved in the event.

Event description:
It has been reported that the surgeon was using a fixture mount to place an implant. The surgeon then attempted to remove the fixture mount from the implant but discovered that the fixture mount was froze to the implant. The surgeon then had to remove the implant from the pt's mouth with the fixture mount attached. During the same surgical procedure, the surgeon was able to place another implant into the site. Pt injury has not been reported.